Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter, ubd: 02-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving sufentanil [140 mcg/ml] at a minimum rate dose of 0.87 mcg/day via an implantable pump for malignant pain. It was reported on (B)(6) 2018 that the patient wasn't receiving pain relief and felt the pump flipping starting on an unknown date. In (B)(6) 2018, the pump was placed at minimum rate. On (B)(6) 2018, the catheter was found ¿very twisted up¿ in the pocket and no fluid was dripping. The hcp decided to replace the catheter and left the old catheter in the intrathecal space and tied off in the pocket. A new catheter was placed without difficulty, as well as a new pump as recommended by the patient¿s follow-up hcp (please note the report also indicated that the pump and catheter remained ¿in use¿ which is conflicting with the report that they were replaced). Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed were unknown. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿. The patient medical history and weight were asked but would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was returned several weeks ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis found no anomaly. The catheter was returned and analysis found catheter/catheter body/has significant twisting that may have affected infusion, catheter/catheter body/damage to transition tube, catheter/pin connector/collet is not fully locked in place and catheter/catheter body/kink observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the hcp had elected to not remove the old catheter (rather than there being an issue related to explanting the device). There were no further complications reported at this time.